Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was recovering in the intensive care unit post implant, the perfusionist found a motor disconnected red alarm on the centrimag monitor. The perfusionist found there was a backflow and that the pump stopped while seeing motor disconnected alarm on the screen. The perfusionist then increased the rotations per minute (rpm) again, but the same issue recurred. The site suspected the motor cable may have been the cause of the issue since they were able to reproduce the issue at the hospital. Switching to the backup console resolved the alarm.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was returned and evaluated following an m2: motor disconnected alarm. The returned motor, serial number (B)(6), was functionally tested and performed as intended throughout all testing. The root cause of the reported event was isolated to an issue with the returned centrimag console and was not correlated to an issue with the console. Per the hf complaint procedure a device history record review was not performed as the product performed as intended during evaluation. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the centrimag motor was returned and evaluated following an m2: motor disconnected alarm. The returned motor, serial number (B)(6), was functionally tested and performed as intended throughout all testing. The root cause of the reported event was isolated to an issue with the returned centrimag console and was not correlated to an issue with the motor. A device history record review was not performed as the product performed as intended during evaluation. The 2nd generation centrimag system operating manual provides information regarding emergency/troubleshooting in section 9. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was noted that the site noticed rpm drop prior to the motor disconnected alarms.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.